Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with a driveline infection. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient experienced a serratia driveline infection, was placed on oral bactrim. Patient was discharged on (B)(6) 2018. Patient was re-educated and had appointment with transplant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. The manufacturer is closing the file on this event.